Manufacturer narrative:
When delivered, the lead was cut about 25 cm distal to the is-1 connector pin. The proximal fragment was available for analysis. The distal fragment, including lead head and shock lead, was not available. The returned fragment was examined visually and electrically. During the visual inspection, at approximately 22.5 cm distal to the is-1 connector pin, it was noted that there was a constricted spot in the area of the suture sleeve. This damage is probably due to a tight binding of the suture sleeve. Further sections were found in the insulation, which are most likely due to the explantation process. The dc resistances measurement of the electrical leads proved to be in range. There was no evidence of a material or manufacturing defects.

Event description:
Ous MDR - it was reported that artifacts were observed in the right-ventricular channel. The patient had received an inappropriate shock. No deterioration of the patient's state of health was reported. The lead was returned for analysis.

Manufacturer narrative:
On (B)(4) 2016 - corrected the analysis for a translation mistake. When delivered, the lead was cut about 25 cm distal to the is-1 connector pin. The proximal fragment was available for analysis. The distal fragment, including lead head and shock lead, was not available. The returned fragment was examined visually and electrically. During the visual inspection, at approximately 22.5 cm distal to the is-1 connector pin, it was noted that there was a constricted spot in the area of the suture sleeve. This damage is probably due to a tight binding of the suture sleeve. In addition, cuts were noted in the insulation, which are most likely a result of the explantation process. The dc resistances measurement of the electrical leads proved to be in range. There was no evidence of a material or manufacturing defects.